Event description:
Intraoperative in situ measurements revealed possible short circuits on several channels. An attempt to re-implant the device was made, but in situ measurements and measurements in saline solution still showed possible short circuits. A backup implant was implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.